Event description:
The patient presented with a totally occluded, previously deployed stent in the rca # 1-2 for which a pci was planned. The target lesion, described as no calcified and moderately tortuous, appeared to be resistant to pre-dilation activities, as 50% stenosis remained post the pre-dilatation. In addition, deployment of a 3.5mm diameter x 30mm length endeavor rx drug-eluting coronary stent was completed at 16atms (2atms in excess of the products labeled rated burst pressure), in order to achieve a better result. Since peripheral occlusion was suspected, 2 driver rx coronary stents were deployed at proximal and distal side of the previously deployed endeavor rx drug-eluting coronary stent. A 4.0mm diameter x 30mm length driver rx coronary stent (MFR report# 2953200-2009-00780) was deployed proximal and a 3.5mm diameter x 30mm length driver rx coronary stent (MFR report# 2953200-2009-00781) was deployed distal. Post deployment of the driver rx coronary stents, a balloon catheter was used for post dilatation. Communication from the field confirmed that although the blood flow was slightly recovered after post-dilatation, the patient's hemodynamic status was unstable. The procedure was completed under support of iabp (intra-aortic balloon pumping) and pcps (percutaneous cardiopulmonary support system). One day implant, decrease in the patient's blood pressure was confirmed and the patient died. The physician stated "the patient's death has no relation to the deployed endeavor rx drug-eluting coronary stent and to the driver rx coronary stents. The cause might be coronary vessel occlusion or dissection caused myocardial infarction, resulting in the patient death". The root cause of the patient death is undetermined as no autopsy was completed.

Manufacturer narrative:
Evaluation codes, results: death, post-dilatation balloon inflated to 2atms in excess.